Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with diaphragm stimulation. Loss of capture was observed. Chest x-ray revealed lv lead dislodgement. Lv pacing was programmed off. The lead was explanted and replaced. The patient was stable throughout the procedure and discharged the following day.